Event description:
A caller reported that the insulin gauge on their pump was displaying a different amount of insulin than expected, with a current fill estimate showing +120 units instead of the expected 269.8 units. There was no adverse impact to the customer¿s blood glucose level. After being educated by technical support, the caller understood that the positive value indicates an accurate minimum amount of insulin detected by the pump. The caller delivered a 10.4 unit bolus for a meal, acknowledged the potential impact on insulin on board (iob), and noted the fill estimate remained at 120 units afterward. Although the caller initially did not use room temperature insulin and confirmed steps were taken to remove air from the cartridge, they declined to load a new cartridge and decided to continue with the current one, with plans to follow up if necessary. Cts educated caller to use room temperature insulin when filling the cartridge.